Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The device passed the self-test and no alarms were found in the alarm history. It was reported that the customer is blind and customer has frequently hypoglycemia. The customer canceled the basal rates before admission.